Event description:
Complainant alleged that the ccu dept may have been attempting to defibrillate a pt (age unk), but the electrodes may have failed to defibrillate the pt. The complainant was unsure if the electrodes identified in this complaint were used in an event, but they were returned to zoll for evaluation. The complainant did not indicate that there was any adverse effect on a pt as a result of a malfunction.